Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had iodine leakage. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, two (2) photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was slight iodine stain to the minicap suggesting an iodine leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.